Manufacturer narrative:
Age of time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-00999, 2134265-2014-01066. It was reported that the motor drive unit was unable to perform pullback. The 60% stenosed lesion was located in the non calcified lesion and moderate tortuous focal left anterior descending artery. The ilab motor drive unit was used in conjunction with a atlantis sr pro intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 3 times and manual pullback was performed once then lost image occurred. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is fine.